Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing arm pain and did not feel like their implantable pulse generator (ipg) was working properly. Follow-up was conducted to obtain further information on the device, but the attempts were unsuccessful. Records indicate the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.